Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high pacing impedances. The thresholds and impedances were noted to have trended higher over the last month. The rv lead was capped and replaced. During the procedure, the replacement rv lead had high pacing impedances, high capture thresholds, and no current of injury on all ten placement attempts. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.